Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. The customer took action by consuming carbohydrates to address bg. Technical support advised the customer to consult a healthcare professional to discuss factors that might be impacting their bg levels, and the customer acknowledged and understood the advice given.